Event description:
Patient 2 of 2. Pt 2: healthcare professional reports results lower than reference with the protime microcoagulation system. Protime generated 1.3 inr and laboratory result generated 2.3 inr. Pt's therapeutic range: 2.0-3.0 inr. No adverse event(s) reported. Filed on MFR report # 2248721-2012-00054.

Manufacturer narrative:
(B)(4). Method: actual device evaluated (instrument). Reserve sample tested from the same lot (cuvette/single-use disposable). Result: no failure detected. Complaint not confirmed for the instrument or cuvette (single-use disposable). Itc has requested all data required for form 3500a.